Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt to program an implantable device that no buttons were able to be selected on the tablet operating system for approximately 10-30 seconds. It was noted that the issue resolved itself after these 10-30 seconds. The programmer remains in use. No patient complications have been reported as a result of this event.